Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6; h10 visual inspection of the returned item showed the shaft had fractured at one of the measurement tabs. There are indentations on the shaft of the device and some scuffing on the handle. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the hcp found it broken in the tray before the surgery. No foreign piece was retained in patient. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.